Manufacturer narrative:
As received only the distal end of the lead was received for analysis. Visual analysis found the lead to be compressed and a break in the insulation consistent with clavicle crush damage. All lumens were found to be breached due to clavicle crush force with no damage noted on the cable coatings. The liner was found to be damaged due to clavicle crush forces exposing the inner coil. The exposure of the inner coil in the clavicle crush zone would have led to the reported events of noise. The reported event of noise was confirmed.

Event description:
During a device upgrade procedure, the right ventricular (rv) lead was connected to the new device and only noise was seen. The device was then replaced; however, the same noise was seen. The rv lead and device were explanted and replaced with no adverse consequences to the patient.